Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were not able to get a reading. Has not tested for a month. Their meter allegedly had no power. The result on their meter was: unable to test. The result on the: none. The time difference between patient's meter and no comparison. Treatment was: unknown. No further information has been reported.